Event description:
A malfunction on the pump was reported by the caller, although there were no notable events leading up to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, resolving the malfunction. The customer was advised to continue using the pump and to report any recurrence of the issue.